Manufacturer narrative:
(B)(4). The reported fault of missing segments in the display was confirmed. The fault was resolved with a front printed circuit board (pcb) replacement. The device was then retested for functionality and performed the required check-out procedures. Device is now ready for field operation. The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the customer received the corrective action letter and returned the device due to missing segments in the display. The customer noted that a user could potentially mistake a digit "8" for a "9" for example. There is no reported patient involvement associated with this event.